Event description:
It was reported that the temperature control was not working. The device would not adjust the temperature. No patient injury or involvement were reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover and worn plate clip. Functional testing found the temperature kept going up and couldn't be adjusted. The root cause of the reported issue was found to be a malfunctioning printed circuit board (pcb). Replaced the printed circuit board (pcb), drain fitting, tank cover, and plate clip. Device passed all functional testing.

Manufacturer narrative:
Other text: additional information in e4.